Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On approximately (B)(6) 2017, the patient fell and took a bad hit to the head. The following morning, he had no access to sound with the device. An integrity test will be performed again.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
On approximately (B)(6) 2017, the recipient fell and took a bad hit to the head. The following morning he no longer had any access to sound with the device.the recipient was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Explantation was performed and reportedly information about device receipt will be made available in january 2018.

Event description:
On approximately (B)(6)2017, the patient fell and took a bad hit to the head. The following morning he had no access to sound with the device. The patient was re-implanted.